Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed "system error - out of service, revert to manual CPR" error message was confirmed based on review of the archive data and during the functional testing. The root cause of the reported complaint was due to a communication error between the drive train motor and the processor pca board. Visual inspection of the returned platform was performed, observed both of the patient head restraints were cut from the top cover of the autopulse platform, likely attributed to mishandling. The head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. The cut or damaged head restraint does not render the autopulse platform non-functional. The top cover need to be replaced to address these damages issue. Also, observed a cracked front enclosure at the swcrew wells area, likely attributed to mishandling such as a drop. The front enclosure needs to be replaced to address damaged issue. These physical damages are not related to the reported complaint.. A review of the platform's archive was performed, and system error latch 71 (motor drive train command issue) was observed. Thus, confirming the reported complaint. Latch error 71 is a communication error between the drive train motor and the processor pca board. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake assembly intermittently did not function correctly.to remedy the reported error message, the drive train motor needs to be replaced waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (B)(4) displayed "system error - out of service, revert to manual CPR" error message. No patient involvement.